Manufacturer narrative:
UDI# (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the two remaining screw hole covers have had the hex stripped and are unable to be turned by the appropriate sized wrench. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause has been traced to manufacturing, however a definitive root cause cannot be determined. An i.e (issue evaluation) was opened to evaluate the event and take any further action needed to address the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the staff could not remove the screw hole covers from shell implant. Another device was used to complete the surgery. No adverse events have been reported as a result of the malfunction.